Event description:
While evaluating the device for a reported no dc power issue (reported to the FDA under medwatch report # 3015876-2009-01560), a physio-control filed service representative observed a repeating error code that indicates a possible failure of the device to defibrillate or to deliver an improper amount of energy. There was no patient use associated with this observed failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was an electrical short between pins 5 and 9 on a diode, designator cr30. This failure impacted the device's ability to provide both pacing and shock therapy. After replacing diode cr30, all the therapy functions were tested, performing properly.